Manufacturer narrative:
On 09-sep-2016 product investigation results: reporter returned one toothbrush head on 15-may-2016. Toothbrush head confirmed to be counterfeit.

Event description:
During brushing the head of the brush came loose / head flew through mouth and the attachment hit cheek [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that during brushing with an oral-b rechargeable toothbrush, version unknown, the head of the oral-b power oral care refill precision clean came loose. The consumer described that the head flew through his or her mouth and the attachment hit his or her cheek. No symptoms developed. On 15-apr-2016 received consumer follow-up: the consumer described that he or she did the scratch test and the logo didn't come off. The consumer stated that the brush head was from a pack of 8 and he or she had used several, but only this one was broken. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
During brushing the head of the brush came loose / head flew through mouth and the attachment hit cheek [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that during brushing with an oral-b rechargeable toothbrush, version unknown, the head of the oral-b power oral care refill precision clean came loose. The consumer described that the head flew through his or her mouth and the attachment hit his or her cheek. No symptoms developed. 15-apr-2016 received consumer follow-up: the consumer described that he or she did the scratch test and the logo didn't come off. The consumer stated that the brush head was from a pack of 8 and he or she had used several, but only this one was broken. No further information was provided.